Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l3-4. Approximately a month post-op, it was reported that the screws loosened. The patient underwent a revision surgery and the old hardware was removed and replaced with new hardware. No additional information was provided.